Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific transobturator sling device was implanted into the patient during a procedure performed on (B)(6) 2012. There was concomitant anterior and posterior prolapse repair with native tissue. According to the complainant, the patient underwent revision of the tot (transobturator tape) device on (B)(6) 2013 due to left vaginal pain, and on (B)(6) 2014 for recurrent pop. Boston scientific has been unable to obtain additional information regarding the event to date.